Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 750 pulses and completed several boluses before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy. The exposed portion of the soft cannula was observed to be flattened and shortened. The length of the soft cannula measured below specification at 0.9835 inches. The complete fluid path was unable to be tested due to the torn soft cannula. The timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.